Event description:
Information was received from a patient with an implanted neurostimulator for urinary dysfunction and sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that, for about a week now, they've had a return of symptoms. They didn't usually carry their 3037 programmer around with them, because they never needed to use it, but that they'd brought it with them today so they could make a call about the issue. The patient stated now they were having problems like they've never had before and that they were "back to squatting." The patient stated they were thinking it "got turned off when they were on vacation," or that they'd tried last night to see if it was on with their programmer but they were just seeing the poor communication screen. The patient stated they'd just changed the batteries so the batteries were fresh and aaa alkaline. The patient wasn't as familiar with the programmer and, when trying to connect, they had been pressing one of the blue buttons on the side of the programmer but after patient services reviewed the appropriate sync button they needed to press, the patient was still seeing the poor communication screen and they were unable to connect to the ins. The patient did not have additional batteries to try or their antenna with them at the time of the call because they were not at home, and patient services reviewed with the patient they could try different batteries. When they were home again but also reviewed that given their symptom return and the age of the implanted system, the ins battery could have depleted. The patient was redirected to follow up with their hcp about the issue so they could assess the situation. The patient stated they were leaving for a cruise on monday for 11 days and that hopefully they weren't "tying" their "underwear in knots" the whole time. The patient also inquired about paying out of pocket because, at the time, they did not have insurance. Patient services again directed the patient back to their managing health care provider, but also offered if it was determined the patient needed assistance financially in the future. Patient services could share the patient advocate foundation resources with them. The patient was going to reach out to their hcp to check their "old unit" implant. Patient services also wanted to note that the patient asked about the new programmers and stated they assumed the new programmers were probably "sleeker" and they weren't "old and clunky" like the one they had now.

Manufacturer narrative:
Date of event is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.